Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose level was recorded at 260 mg/dl, which was reported as high. No actions were taken by the customer at the time to address the high blood glucose, and no third-party assistance was required. Technical support provided pump reset information and assisted the caller with resetting the pump.